Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hearing tones from their device. It was further reported that the physician noted a performance issue with the superior vena cava (svc) portion of the right ventricular (rv) lead. The svc coil was turned off, and the lead remains in use. No patient complications have been reported as a result of this event.